Manufacturer narrative:
The product was not returned and could not be evaluated. No root cause can be determined. If any additional information is obtained, a follow-up report will be submitted.

Event description:
Patient underwent rf ablation procedure in 2007. Seven days post-treatment, the patient went to the emergency department complaining of shortness of breath and chest pain. She was found to have a pulmonary embolism. She was admitted to the hospital where she received additional treatment for her condition.